Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds one other report against the yt6df1 lot code and no other reported incidents (B)(4) device history records found no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
(B)(4). Reason for original complaint- patient was revised to address cup malpositioning and pain. It was reported that the cup was vertically oriented. Update rec'd ((B)(4) 2014) litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from lack of mobility, metallosis and loosening. Although litigation alleges loosening, we are unaware of which product it's referring to. Should additional information be received, the complaint will be updated accordingly. The complaint was updated on: (B)(4) 2014. Update (B)(4) 2015 - pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, increased metal ions (confirmed by labs), metallosis/metal debris, debris inside the femoral head (no corrosion noted), and metal on metal reaction. MRI note from (B)(6) 2011 also indicated osteolysis. The stem is being added to the complaint for the increased metal ions. Part/lot is being updated for the head and liner. There was no mention of the cup actually being malpositioned, but it was revised. There was also no mention of any loosening as litigation alleged. The complaint was updated on: (B)(4) 2015.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges pseudotumor.